Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to a battery depletion (bd) alarm. A new s-ICD was successfully placed at this time. No additional adverse patient effects were reported. This product is expected to be returned for analysis.